Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal that occurred on (B)(6) 2015. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter was not returned to dexcom. The receiver (part number stk-pr-pnk//serial number (B)(4)/lot number 5198386), being used with the complaint transmitter, was returned on 05/21/2015. The returned receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded receiver log did not confirm the reported event of a permanent out of range signal. A root cause could not be determined.

Manufacturer narrative:
(B)(4).